Event description:
The hospital reported a serious injury that occurred during an endoscopic vein harvesting procedure while using a vh-3200. During the dissection, co2 went up to the patient's belly and right atrium. The co2 embolism caused the patient's blood pressure to drop. The hospital turned off the co2 and extended the incision a couple of centimeters to continue dissecting and harvesting the rest of the vein. They did not report a device malfunction. They also stated that the co2 pressure was set to 15 mmhg when it should be 10-12 mmhg. There were no tears in the vein, and the procedure was completed with no additional problems or patient complications. The product will not be returned.

Manufacturer narrative:
Additional information is being requested to close this investigation. We will continue to pursue additional information, and a supplemental report will be submitted if additional information becomes available.